Event description:
A customer reported encountering an incident where a patient developed severe bleeding in the oropharynx with dual platelet inhibition during the tee exam using a x7-2t transducer with an epiq cvx ultrasound system. This incident resulted in a longer hospital stay for the patient. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause for the alleged patient¿s harm. The x7-2t transducer was evaluated by philips manufacturing engineering and r&d team. A visual inspection found no signs of damage to the transducer tip or bending neck regions that would contribute to potential patient injury. A wipe of the bending neck and insertion tube did not identify any snags related to protrusions. Final evaluation from manufacturing engineering is that no evidence has been found to indicate that any transitions on the external surfaces of the x7-2t transducer presented a risk to patient injury. A cosmetic assessment of the external surfaces that come into contact with the patient meet cosmetic criteria and thus are considered safe for use.